Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause the reported failure can be attributed to user error of the device due to excessive force being used during firing of the needle thus, breaking the needle and causing a blockage within the shaft. Dfu-0392-sub-eo warns against the usages listed to help avoid needle breakage and potential patient injury.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 16 aug 2024, it was reported by a distributor via sems that an ar-12990 knee scorpion needle broke inside the knee scorpion, rendering it unusable. This occurred during a meniscal repair surgery performed by dr. (B)(6). The surgery was completed successfully using a suture lasso. There was no patient harm.